Event description:
Facility states caregiver had a patient in full recline attempting to raise the end-user into an upright position. This caregiver was at the front of the chair pushing down on the footrest and there was a second caregiver at the back of the chair lifting up on the back. While caregiver was pushing down on footrest, she experienced pain in her back. Caregiver went to doctor; unknown what injuries were sustained at this time.

Manufacturer narrative:
The facility representative states that allegedly a care giver experienced back pain while pushing down on the foot rest because the chair was not working properly. The extent of any injuries is unknown. The representative states that a workmen's compensation claim has been opened.